Event description:
It was reported that implant was removed due to peri-implantitis which was caused by the fractured implant. The screw fractured off leaving a portion lodged in the implant. When we went to attempt to remove it, the doctor noticed a fracture along the buccal aspect of the implant. Both the screw and the implant were fractured. Tooth number 20 symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. H6: additional h6- patient codes: 1932: inflammation.

Manufacturer narrative:
Zimvie received one (1) tsvm4b16, (imp,tsv,mcol mg,4.1mm,16m) for evaluation. Visual inspection was performed. Fracture identified at the collar and fractured screw inside. DHR review was completed for the subject lot number 62645560. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62645560 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was patient factors/inadequate treatment planning. Therefore, based on the available information, a malfunction has occurred. The returned implant was fractured at the collar. The reported event is confirmed. Peri-implantitis is a non-verifiable event. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Peri-implantitis is an infectious disease that causes inflammation of the gum and the bone structure around a dental implant. Chronic inflammation causes bone loss, which can lead to implant failure thus its removal. Investigations performed for hundreds of events where either of these conditions, infection, or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, and when right conditions prevail and led to peri-implantitis whether reported or not along with the other two, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.